Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not resume insulin delivery after customer stopped insulin delivery for a shower. As contact was not with the pump at the time of the report, tandem technical support was unable to perform a pump system check. Upon follow up, contact reported the issue had been resolved; pump was operating as intended. Contact declined to provide further information. There was no reported impact to blood glucose.